Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed but not reproduced during eval. Eval found the upstream sensor current reading to be out of spec (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms, causing the alarm. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.